Manufacturer narrative:
The insulin pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Audio tone functioning properly during testing and self-test. No high pitch noise noted during testing. Device functioned properly. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not beep when there was an alarm. The customer's blood glucose was 203 mg/dl at the time of incident. The customer performed self test and the insulin pump did not beep during test. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.